Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2018-04638. It was reported ((B)(6)) the patient experienced ineffective right side stimulation with her occipital nerve stimulator. Further investigation identified the patient had her system explanted on (B)(6) 2017. The patient had also experienced redness at the ipg site in addition to lead erosion as documented in reference MFR. Report: 1627487-2018-04632.